Event description:
It was reported that the patient presented to the emergency room (ER) for dizziness. The patient also felt lightheaded and had presyncopal symptoms. It was also noted that the right ventricular (rv) lead had high impedance and loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.